Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the wake button on the pump was not working. The pump display was able to be accessed once the pump was plugged into a power source. The customer was to use insulin injections for insulin therapy.